Manufacturer narrative:
The patient''s weight was not provided but has been requested. (B)(4). Approximate age of the device - 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to high risk cardiology in multisystem organ failure after being found down at home by family members with the lvad disconnected from power and the pump stopped. It was not known how long the lvad had been disconnected. At the time of the admission, the patient was confused and encephalopathic. The physicians felt that restarting the pump would have too great a risk of embolization and thrombosis. The patient was not a candidate for a pump exchange due to the multiple comorbidities. A 2d echocardiography and right heart catheterization showed right ventricular failure and pulmonary hypertension with recovered left ventricular systolic function. A trial of inotropes was initiated but had to be stopped due to a wide complex tachycardia. The patient went on to develop hepato-renal syndrome but did have a transient improvement in the clinical condition. The patient¿s condition continued to decline and eventually coumadin was stopped secondary to auto anticoagulation resulting from liver disease. A liver service was consulted and deemed the patient not eligible for a liver transplant. The cirrhosis was medically managed with lactulose, octreotide, rifaximin and midodrine. Several palliative paracenteses procedures were performed during the hospitalization but the patient continued to be encephalopathic. Goals of care and poor prognosis were discussed with the spouse extensively and on (B)(6) 2017, the spouse made a decision to take the patient home on outpatient hospice. On (B)(6) 2017, the hospice care nurse reported to the physicians that the patient had expired. No other information was given. The pump was not explanted. No further information was provided.

Manufacturer narrative:
The reported pump stoppage and loss of power could not be confirmed because no system controller log files from the time of the event were submitted for review. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was found down by family with the lvad disconnected from power on (B)(6) 2017. The patient reported having been confused the night of the incident. The patient's spouse returned home from work late that night and found furniture moved out of place, and a dresser drawer on the floor. Per admission note from (B)(6) 2017, the patient had been suffering from intermittent confusion and had recently been started on lactulose for portal-systemic encephalopathy. The assumption was that the patient became confused due to encephalopathy and inadvertently double-disconnected. The patient was found by spouse asleep in bed, with batteries and patient cable lying next to the patient, but with nothing connected to the system controller.